Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer was in the hospital for unknown reasons. A nurse from the hospital stated the insulin pump was lost while the customer was in the hospital and inquired how the customer could get another pump. No further details reported. The insulin pump will not be returned for analysis.